Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 15 of 16 mdrs filed for the same event (reference 0001825034-2016-02612 / 02616 & 02932 / 02934 & 02937 / 02944).

Event description:
It was reported that patient experienced elevated metal ion levels approximately 7 months post-implantation. No additional revision procedure has been reported at this time.